Manufacturer narrative:
Title: microwave ablation of pancreatic head cancer: safety and efficacy source: j vascinterv radiol 2013, volume 24, (1513-1520) article number: 10 date of publication: october 2013. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed for 12 months, 1 month after being treated with ablation,1 patient exhibited a progressive disease, one patient was treated percutaneously had a gastroduodenal artery pseudoaneurysm related to eschar healing and 1 had a mild pancreatitis that required drainage.